Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was over delivering insulin. The customer¿s sensor glucose level was 375 mg/dl at the time of the incident. The customer was high and dropping too quickly. Troubleshooting was not completed. The customer was using recalled infusion sets. The customer stated that it seemed like their bolus did not take effect as it should have. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime alarm test, force sensor test and excessive no delivery test. Insulin pump delivered a bolus properly. No over delivery anomaly noted. Insulin pump uploaded properly using care link pro and all bolus data recorded properly on data report. No upload anomaly noted.